Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed resolving the issues and insulin delivery was resumed. Customer's blood glucose level was 187 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.